Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the patient experienced irritation at the site. According to the patient, the cause of the irritation was the adhesive on set. The home care patient reported that their blood glucose levels rose to 279 mg/dl due to the reported issue. The patient reported that they administered an insulin bolus to resolve their blood glucose levels. No permanent injury to patient reported.